Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d10 from the previous submission. A correction has been made to include the concomitant device serial number.

Manufacturer narrative:
This report is being submitted to correct the FDA product code to eoq.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. Additional information is being requested but no information has been provided at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported on behalf of the customer that while using the evis lucera elite bronchovideoscope for a respiratory endoscopy procedure, a foreign object (possibly a fragment of the forceps plug) came out from the forceps channel. The foreign body also fell into the patient's lungs and was retrieved using forceps. The procedure was completed as is. There were no health hazards. The foreign objects have been discarded. The related patient identifier c23541489 reports the evis lucera elite bronchovideoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the rubber valve was likely damaged due to incorrect operation when inserting and removing the instrument. Furthermore, when inserting an instrument into this device (attached to an endoscope) overload was likely applied to the base of the slit due to the instrument being inserted at an angle to the device resulting in damage. This likely caused fragments to fall into the patient's body. The event can be detected/prevented by following the instructions for use (IFU) which state: "angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged. Insert the endo-therapy accessory into the valve as straight as possible." Olympus will continue to monitor field performance for this device.